Manufacturer narrative:
Neither sample nor picture was returned for investigation. As the sample was not returned, the investigation of the malfunction was conducted by reviewing the production records. The records showed that the reported spur ii item may have been manufactured with a blocked manometer port on the patient valve housing. The defect could have been caused due to a damaged tool pin during the molding process for the patient valve housing. The blocked manometer port was not detected by the function tests performed in the spur ii assembly line. To mitigate that this defect occurs again a corrective action (ca-000948) has been initiated. The molding tool has been repaired and a quality control check point on the manometer port has now been added into the working instructions for the injection control procedure for the patient valve housing. In addition, requirements to verify that the test equipment used to test 'manometer port passage' is efficient, has been added. Ambu will keep monitoring the issue and take actions as needed.

Event description:
The customer reported that spur ii with blocked manometer port was found. The manometer port being blocked, does not allow air to flow through, rendering the manometer non-functional. No patient involvement.